Event description:
Reportedly, patient has talentia vr df4 implanted since (B)(6) 2024 in klinik hietzing. On (B)(6) 2024 angiography procedure was done in klinik ottakring and magnet was put on the ICD location to deactivate shocks during or. During or, shocks got delivered without any ECG arrythmia event. Following that event another physician was called to deactivate the ICD with the help of a programmer. Shocks were deactivated and procedure was continued. Patient now remains in hopsital. Fu done on (B)(6) 2024 in the ICU unit. Patient responsive and ¿fine¿ after inappropriate shocks. Shocks were de-activated already before to prevent inappropriate shocks. An interrogation was done. All lead measurements were performed. Aida showed some oversensing episodes which then lead to shocks. The first shock in the aida was an appropriate one. Suspicion of micro-dislodgement of rv lead after this first shock. Lead was implanted on (B)(6) 2024. On (B)(6) 2024, the whole system and lead got explanted.

Manufacturer narrative:
Analysis of provided data revealed: - some ventricular fibrillations were detected on (B)(6) 2024, at 15h42 and 15h47 and inappropriate shock were delivered. - the device entered 4 times in magnet mode between (B)(6) 2024, for a total time of 6min and 52seconds. - when magnet mode is activated, therapies are deactivated. - on (B)(6) 2024, magnet mode was activated at 15h53 for about 5 minutes. And probably 2 or 3 other times between 15h43 and 15h47, and between 15h51 and 15h53 for around 1min and 50 sec. - the magnet could have moved during the intervention. - the therapies were deactivated by the programmer at 16h00. Based on available data, no issue is suspected on the device.